Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During first inflation at 6 atmospheres for 2 seconds, the balloon ruptured from a pinhole located near the center of the balloon. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.